Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a multiloc humeral nailing system was used for a proximal end of humerus fracture. A drill bit interfered with a nail when drilling at distal locking hole. No surgical delay was reported due to this event. This report is 6 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown aiming arm knob/unknown lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.